Event description:
International complaint coordinator reports one incident of air leak with the psn 140 dialyzer. Air leak occurred at the start of treatment and was noted by leak alarm. Air was observed to leak into the dialysate compartment near the venous header. Treatment was discontinued and blood was returned to pt with no reported blood loss. Treatment was resumed with a new membrane of the same type and completed without incident. No pt injury or medical intervention reported per international complaint coordinator.